Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she removed her tampon on (B)(6) 2013. On (B)(6) 2013, a piece of the tampon was expelled after sexual intercourse. On (B)(6) 2013, the consumer stated that she experienced nausea, dizziness, darkened and malodorous urine and pelvic cramping. She visited her ob/gyn and was diagnosed with a bacterial vaginal infection. Her doctor did not see any additional pieces. She was prescribed cleocin 2%, nystatin/triamcinolone cream and terconazole 0.8% for treatment.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: (B)(4). This assessment found no anomalies that may have attributed to the reported issue; therefore the cause of the complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused device on (B)(4) 2013 and investigation is underway.